Event description:
It was reported that the bladder fills the entire cross hair of the screen. It was no longer just a small circle like it used to be. On the 134ml phantom on female mode, it gave a reading of greater than 484.

Manufacturer narrative:
The reported issue was confirmed. There was also a report of the loaner showing a 0ml reading. The service representative visually saw the scan fill the cross hairs on the screen. The dcm was replaced.